Event description:
It was reported that the patient presented for aveir implant. During the procedure, the patient exhibited hypotension and went into cardiac arrest. Contrast with fluoroscopy indicated that cardiac perforation had occurred and a pericardial effusion developed. Emergency pericardiocentesis was performed and the procedure was abandoned. The patient was reported to decease.